Manufacturer narrative:
(B)(4). Additional information was requested, but unavailable: what tissue was being approximated/ sutured? No further information is available. Lot number? No further information is available. Device return status? The device has been received at (B)(4) and will be shipped. Please check rmao. No further information will be provided. Investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned sample. One paper lid, an empty winding former two needle-suture pieces of product code eh7477h were returned to ethicon for analysis. The product is double-armed. Upon visual inspection of the returned sample, the suture was received in two pieces, and damages at the surface and stress were observed at the ends. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records couldn't be reviewed as the batch number is unknown. The condition of the sample received indicates improper handling of the device. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance additional investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned sample. One detached needle product code eh7477h was returned to ethicon for analysis. As per the visual inspection of the returned sample, the suture was not received for evaluation to determine the assignable cause. The swage and attachment area were noted to be as expected, and no suture remnant could be observed into the barrel hole. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the suture broke. There were no adverse consequences to the patient. Additional information was requested.